Event description:
It was reported the display was damaged. It was also reported the lcd display was bad. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) lens was broken. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the lead flex cover was broken, the battery release, battery drawer and lcd were contaminated, the battery contacts were compressed and the ring and two side bails were missing.

Event description:
It was reported the display was damaged. It was also reported the liquid crystal display (lcd) was bad. The device was returned for service. There was no patient involvement.